Manufacturer narrative:
Additional information was provided that the patient felt very tired due to the hyperthyroidism treatment received. The patient was redrawn one week after stopping the biotin and the results were: (B)(6). The customer sent the sample to another site using a beckman coulter and the results were normal for tsh, ft3, ft4, and atpo. No specific data was provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay and free t4 results for samples from one patient and suspected biotin interference. The patient was treated with around 300 mg/day of biotin for a multiple sclerosis. The patient was complaining of tiredness and night sweats had been prescribed a "health check" on (B)(6) 2016 (tsh <0.005 &#62793;/l and ft4 > 100 pmol/l). Based on these results, the patient was referred to an endocrinologist. The endocrinologist had the patient retested on (B)(6) 2016 (tsh <0.005 &#62793;/l ft4> 100 pmol/l, atpo 913.5 iu/ml and trak <1 iu/l). Based on these results, the patient started treatment for hyperthyroidism which was not very well tolerated by the patient. Specific information about the treatment was requested but was not provided. The patient was not adversely affected. On (B)(6) 2016, the patient was retested (tsh <0.005 &#62793;/l). On (B)(6) 2016, the patient was retested (tsh <0.005 &#62793;/l). At a meeting of endocrinologists, the endocrinologist received a warning from (B)(6) possibly about the biotin medication. Additional information about this warning was requested but was not provided. On (B)(6) 2016, the endocrinologist requested a new sample be drawn after 12 hours of stopping biotin treatment. (Tsh 0.005 &#62793;/l, ft4> 100 pmol/l, ft3 16.9 pmol/l, atpo 913.5 iu/ml, and trak <1 iu/l). On (B)(6) 2016, 24 hours after cessation of biotin a new sample was drawn (tsh 0.014 &#62793;/l ft4 60.4 pmol/l, ft3 16.9 pmol/l). The endocrinologist asked the patient to stop taking biotin on (B)(6) 2016. The customer used cobas e411 analyzer serial number (B)(4). Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
A specific root cause could not be determined as no sample material from the patient was available for further investigation. Calibration and quality controls were within specification. Based on the information provided, a general reagent issue could be excluded. Per product labeling, the assay is unaffected by biotin levels up to 25 ng/ml. Samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration. As sample from the patient was not available, the biotin concentration for the patient could not be determined.